Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the healthcare provider (hcp) reported having patients with a similar issue of high impedances per clinician app and was getting a message about maximum settings on their remote. The hcp asked to be contacted later about these cases since they were working with another patient at the time of the call. Agent did try to call the hcp later in the day but got a voicemail message. Agent will try to reach out to the hcp again to collect information about this other case or cases. Agent had reached out to the hcp twice since feb 5 and has been unable to reach them.